Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the stapler broke at the third reload. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.